Event description:
The patient was undergoing a thrombectomy procedure in the right pulmonary artery using an indigo system cat12 aspiration catheter (cat12), a penumbra engine (engine), and a non-penumbra sheath. During the procedure, the physician gained access to the target location via the internal jugular vein. The lower right lobe was treated with the cat12. The physician then advanced the cat12 into the upper lobe. The physician was torquing the catheter causing the cat12 to suddenly jump forward and then the patient started to cough blood. It was reported that the torquing of the cat12 may have caused a perforation in the upper lobe. The cat12 was removed and the patient was made to sit upright. It was reported the sheath was inadvertently pulled from the access site in the patient¿s neck when the patient sat up. The sheath was completely removed after the physician had the patient sit upright. Manual pressure was applied to the access site. The patient continued coughing blood and, subsequently, became unresponsive. Later, the patient expired.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Perforation, hemoptysis, and death are included as possible complications in the instructions for use (IFU) for the indigo aspiration system. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.